Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2016-02-29, UDI #: asku, device available for evaluation?: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-03-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loose component on port one of the controller. Power switching was noted on several occasions on both power ports when the battery was at approximately 40 percent. The controller and battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: d4 product event summary: the controller (B)(4) and battery(B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4). As a result, the reported power switching event was confirmed; however, the reported loose connector could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the power switching eve nt can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation is open is evaluating momentary disconnections. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307, 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10: d4 product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector. An internal inspection did not reveal evidence of fluid ingress. Additional products: battery bat204907 d4: UDI #: (B)(4) d10: yes, return date: 2019-06-13 dev rtn to MFR? Yes h6: FDA method code(s): 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.